Event description:
The complainant reported a patient, race and ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during right coronary artery intervention the patient was decompensating and coding, resulting in the impella cp being placed. Reportedly after impella support began there were persistent unresolved suction alarms, and the patient expired in the cardiac catheterization lab while on impella cp support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.